Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 30ga 1/2in had leakage. The following information was provided by the initial reporter: when removing the needle and placing it in the syringe, liquid was observed leaking from one of the sides of the needle in its proximal area. Outcome of the event: there was no harm to the patient or to the staff who handled the medical device is the device available for evaluation? No detection of the adverse event/incident: during use of the md date of the adverse event/incident: 06/16/2025 indicate whether the medical device has been used more than once: no name of medical device: hypodermic needle 30g x 1/2 (0.3mm x 13mm) batch: 4060069 model: ref: 305107 initial diagnosis of the patient: d485-tumor of uncertain or unknown behavior of the skin. Additional information received on 03sep2025 email follow up: - could you please send photo samples/videos of the sample? We do not have photographic evidence as the device was discarded by the institution.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305107 and lot number 4060069. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.